Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis with a 23mm sapien 3 ultra valve in the aortic position, after the 14f esheath plus was removed from the patient it was noted the end of the sheath was torn halfway. The sheath was inspected, and it looked like all the pieces were still attached to the end of the sheath. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. There was no resistance noted. The tear was at the very end of the sheath tip and was almost circumferential at the tip and jagged. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for a torn sheath distal tip was confirmed per evaluation of the returned device . However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''after the 14f esheath plus was removed from the patient it was noted the end of the sheath was torn halfway. The sheath was inspected, and it looked like all the pieces were still attached to the end of the sheath''. Per product evaluation, the sheath distal tip is torn radially along the distal edge of the liner. This failure mode is characteristic of sheath tip tear events as described in in a previous product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, imagery was also provided and shows the presence of access vessel tortuosity and calcification. Additionally, the returned sheath shaft was slightly curved, suggesting presence of vessel tortuosity. Per the training manual, ''push force can vary due to angle of insertion, tortuosity and degree of calcification''. Calcification can create a constrained condition on the sheath, leading to sub-optimal conditions for distal tip expansion. Sharp nodules of calcification can damage the tip directly upon advancement of the sheath. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve catching onto the sheath distal tip, tearing the tip during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity , calcification) which may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.